Event description:
A nurse reported that the patient was hospitalized after being off insulin delivery for "a few days". She stated that the patient was moving and ran out of insulin in her pump, and could not find supplies and was off insulin for a few days. There were no reported blood glucose values or symptoms reported. The nurse stated that the patient's health care provider gave the order for the patient to resume insulin pump therapy. There is no further information available at this time. This complaint is being reported due to the patient's alleged hospitalization after inadequate response to an empty cartridge.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint, as information from the reported event date is overwritten due to continued use. Tdd is observed to add up correctly and to reflect the programmed basal target. Pump powers "on ¿and displays "verify" screen. No defect was found. Pump was primed and exercised correctly, no alarms was duplicated during testing. Pump passed a 29 flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a and follow-up #1 report.

Manufacturer narrative:
Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.